Event description:
It was reported that the patient reported to the emergency room with discomfort due to phrenic nerve stimulation. During in clinic follow up, it was revealed that the right ventricular lead showed loss of capture, low pacing impedance, and decreased sensing. The physician noted a small apical effusion. Echocardiogram showed a small apical effusion. During lead revision, the implantable cardioverter defibrillator (ICD) set screw appeared to be stripped and would not properly tighten. The generator had to be replaced. The lead was successfully repositioned. The patient was stable.